Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension, unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturing representative, regarding patient's implantable neurostimulator (ins). It was reported that the device/battery was no longer functional and patient wanted to have it removed. No troubleshooting was performed prior to the explant. The device was removed as planned and the issue was resolved at the time of the report. The customer discarded the product. Hcp had no further information. Patient's weight was asked but unknown. Event date was asked but unknown. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concominant medical products: product ID: 39565-30, (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead, product ID: 3708140, (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the device being no longer functional was that it was at end of service, no longer functional. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.